Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that the patient is still able to feel stimulation and that voice change is still noted during stimulation cycles. Further follow-up revealed that the patient experienced some sort of minor trauma in the area of the device 2 weeks post implant. Date of last good device diagnostic test result is unknown as the patient was previously seen by a different physician. Lead break is suspected. The patient has been referred for surgical consult.